Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella rp system with the automated impella controller instructions for use for the related event are as follows: section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿ potential adverse events (united states) arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in post cardiotomy cardiogenic shock¿and with low cardiac output syndrome was implanted with an impella rp for mechanical circulatory support. It was reported while on impella rp support, the patient experienced heparin induced thrombocytopenia and as a result, heparin was discontinued and the patient was started on argatroban. It was also reported that the pump had an alarm for purge flow blocked with the pump flow was less than 1 and purge pressure greater than 1000. As a result of the pump issues, the impella was explanted. Upon explant, a thrombus was visualized on the end of the catheter. The patient tolerated the removal of the impella rp and was hemodynamically stable after explant.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.